Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported their implantable neurostimulator (ins) moves around and they have had pain at the implant incision site since they were implanted. The implant site was not red or swollen and they have had no falls or trauma. The patient has tried turning the stimulation off however whether the device is on or off they still feel the pain. As a result of the pain the patient had been in bed and wsa unable to get up. They were in bed so long they ¿even got bed sores¿. The patient also noted they had scar tissue. They were taking medication for the pain but it was not helping anymore. Information reported on (B)(6) 2014 noted the patient is no longer working with their manufacturer representative or health care provider (hcp) to resolve the issues and wants the device removed because it has stopped working. Information omitted pertaining to events 700274294 ¿ lack of effect/pain, an unrelated pump issue with an unknown patient, and for an over-discharge event. Information was also admitted pertaining to the patient's medical history and rsd which was present prior to implant.